Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and a f/u report will be filed.

Event description:
Dealer reported to sunrise medical on (B)(6) 2013 that the end user was going down a ramp when the left caster fork broke. The dealer alleges that the break is near or at the axle area of the fork. There were no injuries reported.